Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The patient noticed that the pump's battery was hot when replacing the battery. The patient stated there was no moisture/corrosion found on the battery compartment and there was no physical damage to the pump. There were no reported injuries as a result of the hot battery. A replacement pump was sent to the patient.